Event description:
Customer reported that the battery charge of their device dropped 60% quickly, leading to an unexpected shutdown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed this by administering a correction injection manually. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.